Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of the reported symptom. Review of the event history log confirmed the reported symptom. The evaluation found that the upper and lower auxiliary assemblies failing, which are known contributors to the reported symptom. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions form the door open state to the door closed/set- loaded state and the lower link switch does not activate.